Event description:
It was reported that the customer did not feel his sensor was helping to monitor his glucose levels. It was stated that the customer was calibrating five or six times per day, when the appropriate use would be to calibrate three to four times per day. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.